Event description:
It was reported that this pacemaker was explanted due to a product performance issue. A new pacemaker was successfully implanted. No additional adverse patient effects were reported.